Event description:
In 2007, the lay-user/patient and his wife called lifescan alleging that a one touch ultra meter would not turn on. The medical affairs specialist (mas) spoke to the patient's wife a week later, but was only able to obtain/verify limited information. The patient tests his blood glucose 10 times a day and takes insulin. The reporter did not know the details of the patient's insulin or medication regimen. The reporter stated the meter stopped powering on about 2 weeks ago. The patient replaced the meter's battery but this did not resolve the power issue. One day prior to event date, the patient's wife found him having a seizure. The patient's wife did not know what actions he took before suffering the seizure since she was sleeping prior to the event. The patient's wife claimed that he had suffered a "diabetic coma." The paramedics were contacted. When the paramedics arrived, they tested the patient's blood glucose with an unidentified device and obtained a result of "21 mg/dl." The patient was treated with IV and oral glucose. He was hospitalized overnight. The patient's wife stated that he had tried testing his blood glucose earlier in the day but was unsuccessful. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient and wife alleged the patient was unable to test his blood glucose for about 2 weeks due to the alleged power issue and then suffered a hypoglycemic episode and required glucose treatment from paramedics.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.